Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e2301 alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into abdomen. On (B)(6) 2026 at about noon, the patient was at school and was getting an inaccurate reading cgm was 14.0 mmol/l and bg reading was 2.9 mmol/l. The patient was feeling clammy, went pale and puffy paced and nearly passing out. They called an ambulance and the patient was taken to the hospital. The patient was treated with food. No medication was provided at the hospital and she was just given time to rest. They stopped the insulin pump to prevent hypoglycemia. The patient stayed at the hospital for 5 hours and was discharged. At the time of the report the patient was well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.